Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka surgery performed on 2019, on (B)(6) 2021 the patient suffered chemical burns on the effected leg that went septic and also infected the knee which then caused septic loosening of the prosthesis. A revision surgery was performed on (B)(6) 2022 in order to treat this problem. Current health status of the patient is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per case details, approximately 2 years post tka, the patient experienced septic loosening of the knee prosthesis due an infection and sepsis after a chemical burn on the ipsilateral knee. Reportedly, a revision surgery was performed to treat the problem. The patient¿s current health status is unknown. It has been communicated that no additional requested information was provided. ¿reportedly, the root cause of the reported events was the septic loosening secondary to the sepsis following a chemical burn. Without the requested information no further root cause assessment could be performed. The patient impact beyond the reported symptoms or conditions and revision cannot be determined and the patient¿s current health status remains unknown. Therefore, no further medical assessment can be rendered. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.